Event description:
(B)(4). Severe leg,foot,and hip pain. Menstrual cycles are 17 to 20 days apart and bleed very heavily. I have a constant rash on back and chest get boils under breasts, around waist and lower. Pain and numbness in arms and hands. Get headaches daily and feel hot spots through body. Constant fatigue and can't get enough sleep.